Manufacturer narrative:
Results of investigation: vyaire medical was unable to duplicate the customer's reported issue during testing and evaluation. All testing was performed using a good known test ac adapter and patient circuit. The ventilator passed an extended 124 hour run in test at the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; internal inspection does not reveal any abnormalities with the ventilator. There was no indications of oxidation on the ribbon cable contacts of the switch membrane assembly. External inspection of the pigtail showed no signs of frayed cabling. As a precaution, vyaire medical recommended replacing the power board. Review of the event trace log revealed three ¿ln vent1¿ conditions. All other event trace log entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that the ventilator shut off twice while connected to a patient. There was no patient harm associated with this complaint, the patient was placed on another ventilator with no issues.